Event description:
Additional information was received from a healthcare provider via a company representative. The patient had a small seroma over the spinal incision that was uncomfortable when the patient would lay on his back. There were no known environmental/external/patient factors that may have led or contributed to the issue. No diagnostic tests or troubleshooting was performed. Surgery was performed on 2020-mar-03 to remove the seroma. The physician opened the spinal inclusion and the catheter and anchor looked good. The physician only removed the small seroma. The issue was resolved and there no other issues or concerns. The patient was without injury regarding their status as of (B)(6) 2021. The pump administered morphine with concentration 5,000 mcg/ml at a dose rate of 1376.1 mcg/day and bupivacaine with concentration 40,000 mcg/ml at a dose rate of 11,009 mcg/day. The patient¿s medical history was requested but unknown.

Manufacturer narrative:
Continuation of d10: product ID: 8781, serial# (B)(6), implanted: (B)(6) 2019, product type: catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 2021-06-12, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted infusion pump. It was reported the patient had a bulge in their back where the pump is at. The bulge developed sometime after the pump implant and had liquid in there that keeps getting bigger. The pump was implanted on the left side of the abdomen and the patient's leg on that side was getting stiff. The hcp had aspirated the liquid out of the bulge a few times and had told the patient they would do surgery but it keeps getting cancelled. The patient was redirected to their hcp.